Manufacturer narrative:
Literature citation: shogo fukuda, takanori saito, shinichiro taniguchi, atsuyoshi yakushiji, masayuki ishihara, hirokazu iida. 'Short-term results of balloon kyphoplasty for osteoporotic compression fracture.' Journal of the central japan association of orthopaedic surgery <(>&<)> traumatology 2012; 55: pg 761-762. Mean age is 76.2 years. Pt sex: 8 men, 26 women participants. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed in 34 patients (mean age: 76.2 years) over a 13 month period to treat osteoporotic compression fractures. The mean follow-up period was 7.3 months. In all cases, the surgery was performed under general anesthesia. Three kinds of balloons were used: 10, 15, 20 mm. There were 28 cases of 15mm, and 6 cases of 20mm. The mean injected cement volume was 6.3ml (total for right and left sides). Mean surgery time was 43.1 minutes and mean hospitalization period was 9.2 days. It was reported that "cement leakage from the vertebra body was observed" in four cases. No further information was reported.